Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A batch review was conducted for potentially associated lot numbers 12j16h25 and 12h24h25 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) using a flexicap disconnect cap. The cause of the peritonitis was unknown. Treatment was not reported. Pd therapies were discontinued. At the time of this report, the patient had not yet recovered from the event of peritonitis. This is the same patient as (B)(4). This is report 2 of 5.